Event description:
Boston scientific received information that the right atrial (ra) lead dislodged. A local area sales representative reported ra lead loss of capture and impedance measurements below 200 ohms. An invasive revision procedure was performed and the lead was successfully explanted and replaced. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.